Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated her ins was removed 3.5 years, the exact date was asked, but the patient stated it was unknown. The patient stated the ins was removed before the pump was implanted. The patient stated the ins was removed because it did not work for the patient since it was implanted (B)(6) 2015. No further complications were reported. No patient symptoms were reported.